Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). However, while inserting the sgc, the sgc was unable to straighten, more minus was applied, a pop was heard, and the minus knob stopped working, as it was moving freely. It was noted that there had been too much turning of the knob and that it was possible that a cable break occurred. Therefore, the sgc was removed and replaced. The procedure was completed with one clip implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, in this case, the returned device analysis did not confirm the reported loose knob, noise and cable break. The reported positioning failure associated with inability to straighten the distal tip, however, was confirmed. Additionally, it was observed that the cables were unwound (loose) from the spool and an incomplete swage on both ends of the hypotube was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the analysis of the returned device, a cause for the reported loose knob and noise cannot be determined. The reported cable break was the user¿s perception for the cause of the tip deflection issue of unable to straighten the distal tip. The investigation, however, determined that the cables unwound from the spool and an incomplete swage on both ends of the hypotube resulting in positioning failure associated with inability to straighten the distal tip may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.